Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that fluid did not flow through the device. The device was removed because of an infection.